Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection of the device header and case noted several marks on the upper portion of the case, identical to those caused by the application of high energy electrocautery. Microscopic visual inspection of all three lead barrels noted no irregularities that would have contributed to the clinical observation. All setscrews were found to move fully and freely in both directions. Analysis of the device memory found several hundred warm resets had been recorded. The time stamp of the first occurrence of a power on reset (por) was confirmed to be the date of explant. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that the device resets and resultant operation in a reset state were a result of the application of high energy electrocautery coming in contact with the case of the device at the explant procedure. No further analysis was performed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was being explanted for normal battery depletion. During the procedure, the device exhibited a fault code due to going into safety mode. Information was provided from the field that the safety mode was likely due to the use of electrocautery during the procedure. The device was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.